Event description:
The reporter performed a blood glucose test and got a result of 164 mg/dl. Less than 2 hours later, she visited the lab (venous draw) and got a result of 220 mg/dl. The doctor's one touch meter result of 209 mg/dl was taken before or after the lab draw. Tests were done in a fasting state. There were no symptoms. On follow-up, the reporter stated that the lifescan rep had trained her on meter cleaning techniques.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8